Event description:
It was reported by the customer that the ventilator did not turn on. During svc, the ventilator's turbine did not rotate with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na